Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. Caller said patient has been extremely ill and has had a lot of pain from the site of the implanted battery all the way down their leg, starting about a year and a half ago. Caller then said starting a year ago this month, patient has had reoccurring infections in that leg and they are afraid something is wrong with the battery, which was causing the infections. Caller also said patient has pain radiating around to the front lower abdomen on the same side as the implant. Caller mentioned patient has real poor circulation so they get cellulitis in the leg and they said healthcare provider told them that whatever goes down into the lower part of the leg doesn't circulate back out because patient doesn't have good circulation anymore. Patient has been in the hospital 5 times now. Caller said patient is in so much pain that nothing helps, not even the pain medicine they give the patient. Caller then said the implant hadn't worked for the last couple years and when agent asked if the implant just ran out of battery, all caller said was the battery no longer works. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.